Manufacturer narrative:
H10:manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation was performed. Received one catheter. The sample appeared bloody. The electrode was unseated from the electrode housing. The electrode height was not obtained due to the condition of the return. Therefore, the investigation is confirmed for the reported failure. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the FDA rn number for the MDR was updated to (B)(4) since clearstream is the legal manufacturer for wavelinq products and the appropriate manufacturing site (g1)and manufacturer (d3) fields were updated accordingly. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for an arteriovenous fistula (avf) creation procedure, the electrode allegedly deformed, disconnected from housing and pulled out of catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that during an arteriovenous fistula (avf) creation procedure, the electrode allegedly deformed, disconnected from housing and pulled out of catheter. The procedure was completed using another device. There was no patient contact.